Event description:
It was reported that a revision surgery took place due to adjacent level disease and a cracked low profile transconnector. The patient was originally implanted with an l1-l3 fusion for a spine disorder in 2009 (exact date unknown). The surgeon decided to perform a revision surgery at a different level due to adjacent level disease. As the surgeon explanted and disassembled the transconnector, it was noticed that there was a small crack in one of the pieces of the implant. Six screws, 2 rods, 6 caps and a transconnector were removed. New hardware from another company was implanted. The surgery was successfully completed without any patient issues. This is report 1 of 4 for file (B)(4).

Manufacturer narrative:
This device is intended for treatment, not diagnosis. Pt identifier ¿ (B)(6). Common device name: additional product codes include: kwp, mnh. Implant date - 2009. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn as no product was received for evaluation. Placeholder.